Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly the subject device was found in vvi mode unipolar at 70 bpm and sensors were off. There was no warning message and the parameters remained unchanged in the parameter screen.

Event description:
Reportedly the subject device was found in vvi mode unipolar at 70 bpm and sensors were off. There was no warning message and the parameters remained unchanged in the parameter screen.